Event description:
According to the customer contact on (B)(6) 2026, "his mother was being pushed in the wheelchair, in the house when the bolt that holds the fork on the front right wheel broke" and "this caused his mother to fall and break her right leg."

Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "his mother was being pushed in the wheelchair, in the house when the bolt that holds the fork on the front right wheel broke" and "this caused his mother to fall and break her right leg." The customer contact stated, "this happened about 9:30pm at night and that she broke the femur bone above her knee which required surgery adding plates and screws into her leg." Per the customer contact, "his mother has not been home since as she is now in a rehab facility." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was requested for evaluation. No additional information is available. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.